Event description:
Precision xceed pro glucometer device documented the incorrect date when testing had actually been performed. The meter is displaying the date of testing as 9/2/08 but the testing actually occurred 13 days interval. There were 7 results documented with incorrect dates. No adverse event occurred. The meter corrected itself and the correct date was being documented correctly after this incident. According to the manufacturer, the probable cause could be due to low battery. The meter was removed from the facility and is being returned to the manufacturer for investigation.